Manufacturer narrative:
Product analysis: kinks were evident to the hypotube. Balloon folds were expanded on device return. The stent had displaced proximally onto distal shaft and was not positioned on the balloon between the markerbands as per specifications. Deformation was evident to distal stent wraps. No other damage evident to the remainder of the device. Additional information: it was detailed that a non-medtronic guide extension catheter (gec) was being used during stent delivery and the stent caught at the entrance of the gec. It is believed that the guide extension catheter might be a contributing factor to the stent dislodgement. It was later clarified that the stent did not expand because of the dislodgement. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one resolute onyx coronary drug eluting stent dislodged during delivery to the lesion/during lesion passage. The lesion being treated was non-tortuous, non-calcified and located in the circumflex artery (cx). The device was inspected prior to use with no problems observed. Negative prep was performed with no problems observed. A radial artery approach was used. The device did not pass through a previously placed stent. There was no resistance/discomfort when the device was delivered. Excessive force was not used. It was detailed that a guide extension catheter (gec) was being used during stent delivery and the stent caught at the entrance of the gec. After the stent balloon was expanded, there was no expansion and the stent was dislodged. Dislodgement was confirmed with intravascular ultrasound (ivus). The dislodged stent was removed from the patient by being caught in the shaft and removed as is. No patient complications have been reported as a result of this event.